Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Per the opinion of the physician, the root cause of the event was presumably the axion therapy or a broken anchor stitch. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2025, shortly after axon therapy (non-invasive, non-surgical pain management technique that utilizes magnetic peripheral nerve stimulation), the patient experienced pain around their implant site. It was noted that there was no manipulation of the device during therapy. It was also noted that the patient had chronic pain arising from military combat injuries. On (B)(6) 2025, an xray was done and everything was normal. On (B)(6) 2025, the patient was seen by their implanting physician and at that time the chest x-ray confirmed that the device appeared to have dropped in the pocket. The root cause of the event was presumably the axion therapy or a broken anchor stitch. A pocket revision occurred on (B)(6) 2025 and the ipg was explanted and replaced with a new one.

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2025, shortly after axon therapy (non-invasive, non-surgical pain management technique that utilizes magnetic peripheral nerve stimulation), the patient experienced pain around their implant site. It was noted that there was no manipulation of the device during therapy. It was also noted that the patient had chronic pain arising from military combat injuries. On (B)(6) 2025, an xray was done and everything was normal. On (B)(6) 2025, the patient was seen by their implanting physician and at that time the chest x-ray confirmed that the device appeared to have dropped in the pocket. The root cause of the event was presumably axion therapy or a broken anchor stitch. A pocket revision occurred on (B)(6) 2025 and the ipg was explanted and replaced with a new one. As of (B)(6) 2025, the pain was resolved.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).